Event description:
During patient treatment, difficulties to ventilate the patient in manual ventilation were reported. The received device log contains alarms for high peep and high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on site and the system checkout (sco) was performed successfully and the manual bag inflated properly. The system was found to be functioning normally during clinical use. A complete set of device logs was received; however, the obtained trend log does not cover the date of event. Evaluation of the logs shows that prior to and after the event date (23th of march) a successful system checkout was performed. The treatment was started in manual ventilation and set to infant patient category. The apl pressure was set to spontaneous breathing (sp) and gradually increased to 8, 13 and 19 cmh2o. About 15 minutes after start, the system was changed to automatic ventilation. It is observed that various shifting between manual ventilation, pressure support (ps) and pressure control (pc) were performed. Several alarms for respiratory rate (rr): high, expiratory minute volume: low, etco2: low, leakage, airway pressure: high, peep: high, fio2: low, were activated. Furthermore, parameter settings and alarm limits were also adjusted during the treatment. The last 15 minutes the patient category was changed to adult. Our conclusion is the manual ventilation relies on the manual breathing bag for administer breaths, and the apl valve to regulate the pressure limit. The effectiveness of this setup can be influenced by the selected patient category and the type of breathing bag used. We have not been able to determine the root case of the experienced event in this investigation. A correction of field # b3 - date of event was required. B3 - date of event: previous 03/25/2025, corrected to 03/23/2025.

Event description:
Manufacturer's reference number: (B)(4).